Event description:
It was reported that on (B)(6) 2026, "during hemodialysis treatment, the catheter became kinked, resulting in interruption of the dialysis session. The device was replaced immediately." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.

Manufacturer narrative:
(B)(4).